Manufacturer narrative:
Device code the pipeline pushwire was returned without the pipeline braid. The pipeline pushwire was observed to be bent within the capture coil. No damages were observed on the tip coil, capture coil, and proximal bumper. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience, as the pipeline braid was not returned for evaluation. It is possible that the patient¿s ¿severe¿ vessel tortuosity and the bent pushwire within capture coil¿ may have contributed to the reported experience. However the cause for the bent pushwire could not be determined. Per our instructions for use (IFU): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. All devices are 100% inspected for damage and irregularities during the manufacturing process.

Event description:
Medtronic received additional information that during treatment of an aneurysm, located in the ophthalmic segment of the internal carotid artery, the pipeline could not be released as it stuck in the capture coil. The pushwire was rotated less than 10 times. The device was removed and a new device was used to complete the procedure successfully. No patient injury was reported. The saccular aneurysm maximum diameter was 6.38mm. The neck was 4.6mm. The landing zone was 3.33mm (distal) and 4.02mm (proximal). The patient had severe vessel tortuosity.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm located ophthalmic segment of the internal carotid artery, the device could not be opened, despite several attempts. The device was removed and a new device was used to complete the procedure. No patient injury was reported.